Event description:
In 1998, an emergent interventional procedure was performed and a 3.5 x 18mm acs duet stent was successfully placed in the left anterior descending. The pt received reopro during this procedure. Pt was discharged on 12/23/98. On 1/24/99, he was readmitted. The pt presented in cardiac arrest and the catheterization revealed an occluded proximal left anterior descending artery at the proximal stent margin. A balloon was inflated at high rpessure in the stent and the final results revealed a negative stenosis by angiography with timi grade iii flow restored. On this repeat ptci the pt received aggrastat. This pt subsequently was discharged on 1/29/99 in stable condition but went on the elective CABG on 2/99 at another institution due to intermittent chest pain despite negative thallium.